Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not display normally when the guidewire loop orientation was opposite to the plug deployment button direction. The device was removed, and manual compression was used instead. There was no reported patient injury. The device was used for post-trans arterial chemoembolization (tace) puncture site management, and when the front of the plug deployment button faced upward, the guidewire loop faced downward, which prevented normal indicator window display. The intended procedure was an embolization hand surgery. A retrograde approach was used, and the physician was certified in the use of the exoseal vascular closure device (vcd). The patient had no previous medical history. Evaluation of the femoral puncture site confirmed appropriate insertion angle, vessel diameter of at least 5 mm, and no calcium, plaque, nearby stent, significant stenosis, prior closure, or pre-existing access-site complications. There was no visual damage to the indicator wire before use. A 5f cordis sheath was used. No difficulty occurred when connecting the sheath with the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the vcd and sheath were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon device removal, the indicator wire loop was deployed, with its direction opposite that of the handle.one non-sterile vascular closure device 5f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed and the loop in good condition. Finally, it was observed that the indicator window was received in the black/white position. The unit was already inserted into a non-cordis 5f catheter sheath introducer (csi). During this visual analysis presence of dried blood residues along the lumen of the delivery shaft and plug were observed. The functional deployment simulation evaluation could not be performed, as the unit was clogged with dried blood residue. An attempt to clean the unit using hydrogen peroxide and an ultrasonic batch were made, however unsuccessful. The indicator window was manually moved and achieved the three stages of indication. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported.the reported event of ¿indicator window inadequate visibility access site lost¿ was not observed through analysis of the returned device as it was able to achieve all three stages of the indicator window with appropriate visibility and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the device clogged with dried blood, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. Additionally, it should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of device malfunction. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) could not display normally when the guidewire loop orientation was opposite to the plug deployment button direction. The device was removed, and manual compression was used instead. There was no reported patient injury. The device was used for post-trans arterial chemoembolization (tace) puncture site management, and when the front of the plug deployment button faced upward, the guidewire loop faced downward, which prevented normal indicator window display. The intended procedure was an embolization hand surgery. A retrograde approach was used, and the physician was certified in the use of the exoseal vascular closure device (vcd) . The patient had no previous medical history. Evaluation of the femoral puncture site confirmed appropriate insertion angle, vessel diameter of at least 5 mm, and no calcium, plaque, nearby stent, significant stenosis, prior closure, or pre-existing access-site complications. There was no visual damage to the indicator wire before use. A non-cordis sheath was used. No difficulty occurred when connecting the sheath with the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the vcd and sheath were retracted together until bleed-back slowed. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon device removal, the indicator wire loop was deployed, with its direction opposite that of the handle. The device was returned for evaluation.